Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding leaking a-rubber was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the bronchofiberscope had leakage from the bending section cover (a-rubber) during reprocessing. Upon inspection of the customer¿s returned device it was observed, the forceps channel port had shaved off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed. Based on the results of the investigation, it is likely when inserting/retrieving the endo therapy accessories and/or cleaning brush, etc., their metal parts interfered with biopsy channel port, which may have caused the occurrence of the suggested event. However, a definitive root cause could not be determined. In addition, the evaluation results found the following: due to a cut on a-rubber and because suction tube is detached, water tightness is lost. Light guide lens has corrosion, adhesive on a-rubber is detached, and connecting tube has a scratch. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value, grip has discoloration, eyepiece and universal cord has a scratch, and bending tube is damaged. The event can be detected by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: bronchofiberscope bf-e2 series c chapter 3 "preparation and inspection" olympus will continue to monitor field performance for this device.